Event description:
Caller reported that the pump display was frozen on the button for starting a new sensor session. Blood glucose level was within the range of 54-500 mg/dl (3.0-27.7 mmol/l). Technical support provided complete pump reset instructions, which the caller followed, successfully resolving the issue.